Manufacturer narrative:
Dc bead with irinotecan (100-200 mg) was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Non icteric hepatitis [hepatitis] grade 2 primarily upper right quadrant abdominal pain after 12 tace and grade 3 after 3 tace [abdominal pain upper]. Case description: initial information received on 25-nov-2015: this literature case report was published in 2009 in the journal in vivo by fiorentini et al. With the title "intra-arterial hepatic chemoembolization (tace) of liver metastases from ocular melanoma with slow-release irinotecan-eluting beads. Early results of a (B)(4) study" and it concerned a (B)(4) study between (B)(6) 2007 and (B)(6) 2008 on 10 patients affected by liver metastases (lm) from uveal melanoma (um). All patients (8 males and 2 females) with a mean age of 65 years received chemotherapy and immunotherapy for lm. Clinical evaluation was performed before the procedure and one month after tace by multi-detector-computed-tomography (mdtc). Follow-up assessments included verification of the clinical-laboratory status (marrow, liver and kidney function), mdtc, and CT scans. Concomitant medications include the following prophylactic treatments: intravenous hydration with 1000ml saline solution and 1000ml 5% glucose (to prevent renal failure), ranitidine 900mg (reduction of the risk of gastric and pancreatic toxicity), tropisetron 5mg (against nausea and vomiting), dexamethasone (against nausea and vomiting), morphine 1mg (against pain), intra-arterial lidocaine 5ml (against pain), and cefazolin 2000mg (against infection). All the patients were treated with tace-containing 100-300 or 300-500 microm dc beads (batch number and expiration date not reported) both preloaded with 100-200mg irinotecan (iri) for the treatment of liver metastases from uveal melanoma. Following recist (response evaluation criteria in solid tumors) criteria, 3 patients had a major response (metastases reduction of 90%), 3 patients had a reduction of 80%, and 4 presented a reduction between 60 and 70%. No hematological toxicity and no alopecia was reported for these patients. Their median hospitalization was 3 days. The author (physician) provided detailed information on the case of one specific individual patient within the group. The case concerned a (B)(6) male (ID number: (B)(4)) that underwent tace for liver metastases from uveal melanoma. No other medical history was reported on (B)(4) 2008, the patient underwent tace with dc beads (batch number and expiration date not provided) for liver metastases from uveal melanoma. On (B)(6) 2008, the patient experienced upper right quadrant abdominal pain and (B)(6). The patient recovered from the event upper right quadrant abdominal pain on the same day ((B)(6) 2008) and from the event (B)(6) on (B)(6) 2008. The author assessed the event upper right quadrant abdominal pain as non-serious and related to the treatment whereas he did not assess the seriousness and the causality between the event (B)(6) and the product. Upon review, the company assessed the event (B)(6) as serious (medically significant). Case comment: abdominal pain upper and ileus (B)(6) are considered unlisted as per dc bead instructions for use. The authors assessed the event upper right quadrant abdominal pain as related to the treatment but did not assess the event (B)(6) causality. Although the limited information on the case, the company considers both events as related. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The case is linked with cases (B)(4). The first sales for dc bead in the (B)(6) were in 2004. (B)(4). This patient underwent deb-tace procedure and subsequently developed (B)(6). This is most likely due to embolization of normal liver tissue. While this is a known risk of the procedure, user error cannot be entirely excluded and this event was therefore assessed as medically reportable. As the information on this case comes from a literature publication and it has been determined that no additional information will be available, no further investigation of these cases is necessary.